Event description:
Consumer states that "her sister used this brush for less than a week and the entire section of bristles came off of the head." This is being reported as a malfunction with the potential to cause a serious event. No injury was reported.

Manufacturer narrative:
The product was manufactured at one of the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine at which location this particular product was manufactured. (B)(4).